Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 or 2. Reference MFR. Report#: 1627487-2014-23569. The patient reported he experienced uncomfortable heating while recharging. The patient reported the heating has been consistent every time he charges since implant. The patient has stimulation. A replacement charging system was sent to the patient. Follow-up information revealed the patient received the replacement device and had not experienced any heating with the new charging system and the issue is now resolved. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.